Event description:
A pt reported they were seen by the emergency medical tech physician and the fire department due to inaccurately low readings on their surestep meter. Pt reported feeling nervous, jittery, hot and sweaty. The results on their meter were 9, 10, 0, and 28 mg/dl. The result on the emergency medical tech meter was "253" (units unk), physician's meter was "253" (units unk), and fire department's meter was "60" (units unk). The time difference between pt's meter and emergency medical tech, fire department, and physician was greater than 10 minutes. In 2002, pt administered themselves treatment with insulin after the emergency medical tech tested pt's blood glucose at "253" (units unk). The following day, pt treated themselves with a peanut butter sandwich and orange juice after the fire department tested their blood glucose at "60" (units unk). Pt was not taken to the hosp or treated by the emergency medical tech and the fire department. Pt treated themselves based on the results from the emergency medical tech meter and the fire department meter. Pt mentioned that they had 3 surestep meters and all three meters were reading inaccurately low. Pt stated they had sent meters back based on their physician's request. Medication has not changed based on the incident. No further info has been reported.